Manufacturer narrative:
Mfg conclusions are that the device sample returned performed as designed, therefore, failure to set up the desired flow rate by adjusting the dial setting by counting drops per minute in the set drip chamber, was the most probable cause of the reported incident.

Event description:
Update 8/29/97: the statement in the initial report "pt died but not because of the infusion rate" was obtained by the sales rep from someone at the hosp, possibly the administrator. No autopsy report or death certificate has been obtained although it has been requested by abbott germany. It appears the death is being contributed to the pt's cardiac status and not the overdelivery of the heparin by the hosp and the involved parties. Dr at abbott germany pointed out that the unavailability of info may be related to the length of time that passed before overdelivery was noted by hosp staff (approx 10.5 hrs). The details of the investigation of the complaint done by abbott germany has been requested.